Manufacturer narrative:
The devices were not returned, as they were implanted in the patients. Based on the reported information, the patient¿s underlying condition caused the recanalization of the aneurysm. There are various mechanisms underlying late aneurysm recanalization have been proposed, including the following: growth of the aneurysm itself, instability of fresh, unorganized thrombus and degradation by fibrolysis, continued transmission of blood pulsation affecting the association of the coil-thrombus complex, lack of neointima formation across the neck of aneurysm, formation of neovessels inside the aneurysms lumen, exposing the aneurysm cavity to blood flow. Linked events: 2029214-2017-00972. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Citation: waffle-cone technique with solitaire¿ ab remodeling device: endovascular treatment of highly selected complex cerebral aneurysms". Vojtech sychra, joachim klisch, maren werner, christian dettenborn, alexander petrovitch, christoph strasilla, rüdiger gerlach, steffen rosahl, markus holtmannspötter medtronic received report the following case reports: patient 1: a (B)(6) woman presented with a symptomatic aneurysm of the right posterior cerebral artery (pca, p3 segment) with clinical signs of a left-sided hemiparesis. The mr scan showed a partially thrombosed but saccular perhaps dissecting aneurysm of the pca. The super selective angiogram revealed a very broad-based aneurysm of the pca with the dimensions of 14×10 mm. The neurovascular remodeling device and six axium coils were successfully implanted. The occlusion grade was raymond class 2. The patient left the hospital with no new neurological symptoms and a good clinical status (mrs1). The 2-month follow-up MRI and angiogram revealed a recurrence of the aneurysm. The retreatment result showed a raymond class 1 occlusion. Note that retreatment using 12 axium pgla coils was technically feasible due to the compartmentalization of the aneurysm by the implanted stent. Patient 2: a (B)(6) woman presented with a hunt <(>&<)> hess grade I sah, fisher grade 3, secondary to a rupture of an 18-mm multilobulated left middle cerebral artery trifurcation aneurysm. The angles between the proximal and distal vessels were acute, and the distal access was impossible; therefore, y-stenting or dual balloon remodeling could not be performed and we were not sure that one single conventional stent will act as a sufficient scaffold. After placement of the neurovascular remodeling device, the aneurysm was occluded using eight axium coils. The occlusion grade was raymond class 2 (fig. 3c), and the clinical status at discharge was mrs0. Follow-up 8 weeks after treatment revealed a recurrence of the aneurysm at the base and an intimal hyperplasia within the stented middle cerebral artery (mca). The patient will be controlled within the next 6 months. Note that endovascular retreatment is assumed to be technically feasible due to the compartmentalization of the aneurysm. Patient 3: a (B)(6) man presented with an unruptured and asymptomatic 12-mm multilobulated basilar tip aneurysm. The angles between the proximal and distal vessels were acute and involved the base of the aneurysm, and the distal access was impossible; therefore, y-stenting or dual balloon remodeling could not be performed. There were no pcom arteries and therefore cross-stenting was impossible. After placement of the neurovascular remodeling device, the aneurysm was occluded using ten axium coils. The occlusion grade was raymond class 2, and the clinical status at discharge was mrs0. The patient was on warfarin due to cardiac arrhythmia. A control mra 7 months after treatment revealed recanalization and growth of the aneurysm up to 17 mm. Retreatment using 22 axium pgla coils resulting in a raymond class 2 occlusion was uneventful.